Event description:
The lead was returned to the manufacturer with no information. The lead subsequently tested out of specification. Additional information regarding the reason for replacement has been requested but is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion was received measuring 19.5 cm. The outer insulation of the lead developed a breach due to a depression while in vivo. Products: (B)(4) implantable cardioverter defibrillator : 2007 (B)(6). (B)(4).